Event description:
Needle and hub disengaged during intercostal injection. Needle was immediately removed from injection site. Dates of use: briefly, (B)(6)2010. Diagnosis or reason for use: intercostal injection. Event abated after use stopped or dose reduced?: yes.